Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a single lumen powermidline was returned for evaluation. An initial visual observation of the photograph showed a bag containing a powermidline. Fluid can be seen within the catheter including what may be blood residue. No obvious evidence of a leak or damage could be seen in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time.

Event description:
Customer reported midline with leakage on the t-junction of the purple tubing, soaked dressing. Impacts on the patient or user: difficulty of administration of therapy, infectious risk, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported midline with leakage on the t-junction of the purple tubing, soaked dressing. Impacts on the patient or user: difficulty of administration of therapy, infectious risk, no other information was provided.